Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Failed right total knee arthroplasty secondary to instability and chronic pain.

Manufacturer narrative:
An event regarding knee instability involving an unknown knee components was reported. The event was not confirmed. Medical records received and evaluation: "the primary harm involved is pain. No evidence for malfunctioning of the tka implants or the instruments used in their implantation was found. Limited information was provided regarding the necessity of an I&d with liner exchange of the tka other than a reference to a possible urinary tract infection as a possible cause if so uti with hematogenous seeding of an implant is a known and established risk. There is insufficient documentation presented to complete the assessment. Additional records such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Failed right total knee arthroplasty secondary to instability and chronic pain.